Manufacturer narrative:
No report of patient involvement. Legal manufacturer: hcs (B)(4). The customer biomedical engineer contacted ge healthcare technical support and left a message. No live contact was made with the initial reporter. There was no ge employee visit to this site, and therefore the repair is unknown. If additional information is obtained or a ge employee visits site, the case will be updated. No further information is available regarding the diagnosis and repair for this event.

Event description:
The hospital reported a malfunction preventing mechanical ventilation. There was no report of patient involvement.